Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple new patient information was not showing on all stations. The technical support specialist (tss) dialed into the server and ran a downtime query, which showed the carefusion coordination engine (cce) field in the database as blank. Further checks in remote smart service (rss) confirmed there was no cce server present. After consulting with tss, it was verified that no cce server existed in rss. Debug logs indicated normal synchronization. The tss contacted the customer to gather patient details, and the customer confirmed the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple new patients did not appear on all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.